Event description:
It was reported that the user experienced hypoglycemia after receiving low glucose readings on the ilet, with a confirmatory fingerstick later reading 41 mg/dl, and logs showed the user interacted with the touchscreen and issued a usual meal announcement. Symptoms included none reported. Outcomes included correction attempts with oral glucose per the 15/15 rule, assistance from a family member, and no medical intervention or hospitalization. Investigation included review of engineering logs and a log review with the family regarding meal announcements. Investigation of this case revealed user interaction with the device resulting in a meal announcement preceding the hypoglycemic event, with the ilet issuing a low alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.